Event description:
Reporter has experienced the er1 message, date unk. Reporter retested with a blood glucose result around 80 mg/dl. Reporter does use the color chart for comparison. Technique seemed satisfactory upon review. Reporter hypoglycemic, not diabetic.